Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that there was resistance during implantation of the lens and immediately following implantation into the eye the lens was noted to be damaged. The iol was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The event information provided states resistance occurred during injection. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner" continued injection at the point resistance was encountered is likely a contributory factor of lens damage in this case. Our review of production records for the rayone emv toric rao210t batch 034235989 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 034235989.

Event description:
On 17th december 2024, rayner received notification from its distributor in norway of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that resistance occurred during injection and when the lens was delivered into the eye, the iol was observed to be damaged necessitating explantation and exchange.